Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing location: hägendorf - manufacturing date: august 3, 2012no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument could not be removed from the implant following the application of the cage during a surgical procedure on august 11, 2015. The cage (with the attached instrument) was removed for dismantling. The same cage was then applied with the pusher. A dura injury was addressed via sutures. A surgical prolongation of sixty (60) minutes was noted. This report is 2 of 4 for (B)(4).